Manufacturer narrative:
Follow-up #1: date of submission 08/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: investigation revealed an intact and undamaged keypad. The ok keypad button was unresponsive; the rest of the keypad buttons were responsive to user inputs. Upon removal of the keypad cover, no evidence of contamination was noted under the key contacts. Further investigation revealed moisture inside all internal pump components, including the keypad connector. Further testing was limited due to unresponsive ok button disallowing investigators to move past the verify screen. A leak test was performed and failed due to a secondary issue of cracked pump casing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down keypad buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.